Event description:
Complainant alleged that a nurse (age unknown) was performing a 200 joule self test, as part of a routine shift check of the device, when rn received an unintended delivery of energy which resulted in second degree burns to both hands. The burns were located in the palms of both hands, between the thumbs and index fingers. The nurse's burns were treated. There was no pt involvement in the reported malfunction. Numerous attempts to obtain additional event info regarding the nurse's finger/hand placement on the paddle sets were unsuccessful. The complainant indicated that both the facility's biomedical engineering dept and safety dept were unsuccessful in their numerous attempts to duplicate the malfunction. In addition, the biomedical engineering dept conducted extensive testing on the device, and it passed all testing. The complainant reported that the device has been returned to service and there have been no additional malfunctions reported with the unit.